Event description:
It was reported that balloon rupture occurred. The (B)(4)% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. Inflation was performed two times. The balloon was initially inflated at 6 atmospheres. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured near the center part. The device was removed and completed the procedure with a different device. There were no patient complications nor injuries reported. Patient was in good condition.